Event description:
Stopcock came off when doctor checked cv pressure. Doctor comfirmed bleed back. Doctor flushed saline from dix side, saline leakage was confirmed from stopcock. Doctor tried to turn off stopcock and it came off.